Event description:
In 2003, the pt reportedly was experiencing an absence of loudness growth. The parent's of the pt observed a possible decrease in the pt's performance. In 2003, the pt was seen by a company representative for device evaluation. Programming adjustments were made. The following month, the pt was seen by a company representative. Programming adjustments were made. However, the pt rejected the programs. An x-ray was recommended to confirm electrode array placement. In 2004, the surgeon confirmed electrode array migration. 3 days later, the pt was seen by the surgeon. Surgery to explant the pt's c1 device was scheduled.